Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that when the burr was in use, it produced metal shavings which went into the patient's joint. While the surgeon was using a shaver to remove additional tissue, some of the metal shavings were removed through the suction, however, some of the shavings remained in the patient. Procedure was a rotator cuff repair.